Event description:
The customer reported that the s/5 ECG anesthesia monitor waveform would not sync to the intra aortic balloon pump (iabp). There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.